Event description:
Needle broke of in the thigh skin [medical device complication]. Case description: this spontaneous case rec'd from another country, reported by a consumer (via a sales representative) as "needle broke off in the thigh skin", concerns a male pt treated with novofine 30g from an unknown date due to insulin-requiring type ii diabetes mellitus. Medical history included type 2 diabetes mellitus and parkinsonism. In 2007, the pt experienced that the needle in question broke off in the skin while he was injecting his insulin. The needle snapped off leaving it in the thigh skin. No x-ray examination was done, and the doctors did not suggest surgical operation. The broken needle had been re-used for 2 days. Resolution date and final outcome was unknown. Reporter's causality: possible. Novo nordisk's causality: reportable. Comment: reporter's comment: alternative aetiology: not reported.